Event description:
It was reported that difficulty crossing the lesion and stent damage occurred. The 95% stenosed target lesion was located in the mildly calcified and severely calcified posterolateral branch (artery). A 2.50 x 20 synergy stent was advanced to the target lesion, but was unable to cross. The device was removed from the patient body and it was noticed that the distal portion of the stent was flared. It was noted that there were no abnormalities in appearance before use and that the cause of the stent damage occurred due to the device being extended from and retracted into the catheter several times. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.